Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening curved on anterior, posterior and radius and brown particles leak test and microscopic analysis was performed which identified: striated opening on anterior, posterior and radius, opening crease sharp on posterior., observed void >1 mm in non-textured, valve-to shell-bond area and observed void on valve side within specification per qa199.06(texture side) is not considered a workmanship. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on posterior, anterior and radius due to surgical damage consist in the use of some surgical tool. An opening crease sharp on posterior due to fold flaw opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.